Manufacturer narrative:
A customer in germany using vitek® 2 systems software release version 9.02 notified biomérieux of a termination of an ast card. The customer¿s testing (using maldi-tof) identified the organism as staphylococcus aureus. The customer repeated the vitek 2 ast testing, but were unable to select the staphylococcus aureus organism for the ast calculation without obtaining an internal system error on "isolate detail view". The isolate with accession = (B)(6) remained in the preliminary state. The root cause was determined to be related to the design of the vitek 2 software version 9.02. Advanced expert system¿ (aes) analysis is not cannot process missing information (e.g. Beta-lactamase offline-test result, or missing antibiotic results like oxacillin) while trying to perform phenotypic deduction. When the vitek® 2 systems software application receives an unexpected (empty) result for the aes analysis engine (depending on the isolate¿s card product type configuration), the isolate will remain in the preliminary state and will not be automatically sent to any external communication systems (lis). Biomerieux recommends the following workarounds for this specific issue: disable the configuration options for ¿enable deduction by phenotype¿ and "enable deduction without expertise¿ in the aes configuration for the aes parameter set(s) and reanalyze the impacted isolate(s). Or remove antibiotics from the ¿antibiotics to deduce¿ list defined for each of the ast-gp card(s) and reanalyze the impacted isolate(s).

Event description:
Intended use: the vitek® 2 antimicrobial susceptibility tests (ast) are intended for use with the vitek® 2 systems for the automated quantitative or qualitative susceptibility testing of isolated colonies for most clinically significant aerobic gram-negative bacilli, staphylococcus spp., enterococcus spp., streptococcus spp., s. Pneumoniae, and yeast. Issue description: a customer from (B)(6) notified biomérieux of no ast results in association with vitek 2 hp rp5810 pc wes7 (ref. 421648, (B)(4)) regarding six (6) isolates. The six isolates were processed using the following card types: (B)(6). The customer did not disclose how many patients were associated with the missing ast result. The customer observed an internal system error associated with a red cassette in the cassette view of the vitek 2 system software. It was reported that the customer was unable to resolve the red cassette. Each affected isolate was re-processed; the customer stated there was no delay in reporting >24 hours. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation will be initiated.